Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: yes, return date: 22-jul-2024, h3: yes dev rtn to MFR? Yes eval summ attached? Yes. Product event summary: a partial delivery system was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. The delivery system was able to articulate without engagement of the deployment button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), when the deflection button was pressed to bend the catheter when passing the tricuspid valve, the expansion button unintentionally engaged and the button fell and the head of the main unit protruded from the cup. Deployment button defect was suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to h6 in the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.